Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old native american female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 225cc breast implant and experienced bilateral deflation. Deflation was confirmed by MRI. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 350cc, catalog number: 3505350bc, serial number: (B)(4), lot number: 7634355 (r) and serial number: (B)(4), lot number 7626418 (l) on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation, device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A probable cause of the failure could not be determined. At this point is not possible to determine the yellow material found in the device. There is no evidence that the issue is related to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).